Event description:
It was reported by the affiliate that the (1) cdh33 was used during a colectomy procedure. The surgeon used the stapler in the anastomosis. The device did not staple only cut. A sample will be sent for analysis. The surgery was completed with another cdh33. There was no adverse consequence for the pt.